Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis and the reported complaint issue was confirmed, but was not replicated during in-house testing. In the field system logs, the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed the system test. After installing on a surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed grip accuracy test post sine cycle (calib_rom_delta) and gravity balance test post sine cycle - sh (max_imbalance). After running calibrations and performing grip tests, the mentioned tests passed. A one hour slow speed sine cycle on the wrist pitch axis was performed and passed. The 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis concluded that the wrist pitch motorand the slipring were found to be the probable root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to the 23062 errors. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the right master tool manipulator (mtm) faulted several times. The technical support engineer (tse) viewed the system logs and noted an error 23062 on console 1. The caller confirmed that there were no obstructions around the arm. Console 2 had control of the instruments at the time. The tse recommended disabling the arm, but the console stated that surgeons were working on both consoles. The caller stated that the issue also occurred the day before. The tse informed the caller that they could also try rebooting the system, but the fault could return. The site continued with the procedure. The procedure was continued as planned with no reported injury.